Event description:
The nurse of a (B)(6), male, pt, contacted zoll customer support to report, the pt was receiving connect belt messages while the electrode belt is connected to the monitor. The pt was provided with a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem (connect belt messages) has been confirmed. Upon eval the trunk cable connector was damaged. The cause for the damaged trunk cable connector cannot be positively determined but was likely the result of excessive force. No adverse event resulted from the defective electrode belt connector. The pt received a replacement electrode belt.